Event description:
Customer reports to have high blood glucose of 241 mg/dl and inquired if she should administer a bolus shot. Customer believes her high blood glucose were due to incorrect information being entered when attempting to bolus. Customer was advised to contact health care provider for correct settings. Customer states she will contact her health care provider or urgent care for further assistance. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).